Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had cosmetic damage and pump error alarm. Customer's blood glucose level was 300 mg/dl. Customer stated that they were unable to clear the alarm. Customer reported that crack on the battery compartment. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify pump error 35 alarms due to critical pump error alarm. Device also received with moderately scratched lcd window and broken battery tube threads.